Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the original complaint based on the as received state with the cap and turbine detached from the head assembly. The handpiece was then microscopically evaluated by quality personnel. Microscopic evaluation revealed debris and significant corrosion within the cap cavity and set components. Rotor blades exhibited significant damage. Some rubbing marks were also seen within the head cavity. All components looked dry with no evidence of lubrication.

Event description:
In this event it was reported that the cap unscrewed from a tradition handpiece while in use. The reported complaint did not result in an injury or need for intervention.